Event description:
(B)(6). According to the information received, a urine beg has blocked urineflow. The urine is blocked at the top of the bag and into the inlet tube.

Manufacturer narrative:
One product was received for testing. Visual analysis was deemed acceptable and water was able to flow into the bag without problem. A recheck of the product documentation for this lot number did not reveal any norm deviation that could be related to the complaint. Based upon the product evaluation and documentation review this complaint cannot be confirmed as reported. If additional information becomes available a follow up report will be filed.